Event description:
Patient experienced significant granulomas after 11 months of initial insertion of a flexigilde product. Patient came back for something else and asked for removal of the lump that had formed. Patient was tested for chronic boutonniere.

Manufacturer narrative:
The product has not been received for investigation. If further information is obtained, follow-up report will be completed.